Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number, h 3. Device evaluated by manufacturer? Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned partially attached to the syringe holder with pre-filled syringes empty and without airless spray tip. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested and clogged was observed in the spray and drip tip. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Additional information: institute grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information such as a clarification regarding the issue reported, the experience of the user with the product, if any leakage was observed as well as pictures/samples of the involved device. The following additional information was received: the issue is regarding the connectivity to the dual applicator tip. The user has experience with the product. Leakage is observed at the connection. The device was returned for evaluation to ethicon facilities. According to our standard procedures, it was initiated an investigation focused on the following: details observed from the images received regarding the affected unit: the sample was received at ethicon facilities and some pictures were provided to ig. It could be observed that the glass syringe of the fibrinogen component was not aligned with the thrombin syringe inside the device holder. Taking the bottom side of the syringe as a reference, it is observed that the fibrinogen syringe is in a more advanced position than the thrombin syringe. Due to the misposition of the syringe, the top side of fibrinogen components protrudes from the holder, which prevents the dual applicator from being attached to the syringe holder. Investigation of the packaging process of the related batch: the veraseal assembling process of the filled syringes into the holder was as followed: firstly, once both syringe components (fibrinogen and thrombin) were inspected and labelled, they were transferred to the assembling line, where packaging personnel placed manually the lower part of the syringe holder in the corresponding bracket. Then, packaging personnel placed both syringes inside the holder and the upper part of the holder on the unit. Subsequently, the unit passed through a press where the holder is clipped. Finally, when the kits are assembled, the retainer is manually placed, holding the two plungers in an aligned position. The holder features a groove at the bottom designed for placing the syringes (figures 4 and 5, green arrow). Even so, it was possible to manually place the syringe above the groove and clip the holder without detecting the misplacing (figure 5, red arrow). To continue with, the retention samples were reviewed and found in conformance with no anomalies identified. After the investigation performed, it is confirmed that the position of the fibrinogen syringe on the holder was incorrect. The most likely root cause is thought to be related to a misplacing of the syringes during the manually assembling of the syringe holder. Please be informed that to prevent the possibility of this issue from reoccurring, corrective actions are being evaluated. Firstly, the packaging procedures will be updated to include an instruction to verify the proper placement of the syringes in the holder when manually placing the upper part of the holder. In addition to this, a new design of the holder is being assessed to prevent the syringes from being misplaced during the assembly process. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. When the device needs to be replaced, the head cannot be turned down, and the gray spiral part is stuck. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please clarify, was this a connectivity issue regarding the dual applicator? Yes 3. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? No, the user use 3 cases a month. 4. Was a sales representative present during the case when the issue was experienced? No 5. Was any leakage or product solution observed at the luer locks connection? Yes 6. Were there any unexpected outcomes or complications as a result of the event? No this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d9. Device available for evaluation? Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.